Event description:
It was reported the pt ((B)(6)) was unable to either increase or decrease the amplitude of his stimulation as both the plus and minus buttons on the programmer were reportedly jammed. A replacement programmer was provided to the pt hereby resolving the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.